Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the stardrive screwdriver shaft end of t8 was twisted and would not hold a screw, it was noticed before the case started. There was no patient involvement. This report involves (1) stardrive screwdriver shaft t8 55mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Lot part number: 314.453 lot number: 40p5660 manufacturing site: haegendorf release to warehouse date: february 18, 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the sddrive screwdriver shaft t8 55mm was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the distal drive feature of the device was twisted. The condition of the drive feature would render the device inoperable. The damage was consistent as an end of life indicator for the device. No other issues were identified during the inspection. The received condition was consistent with the complaint condition thus the complaint was confirmed. Conclusion: the complaint was confirmed during the investigation. After a visual inspection, it is determined that the reusable instrument device is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventative action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.